Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operation pipe was broken off. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. The loop could not be released due to breakage of the operation pipe. Based on the past similar cases, it is known that operation pipe was broken off due to the following mechanism. The pipe of the inner coil sheath was bended due to the load caused by bending the coil sheath at the end of the handle. In the sate of (1), the working resistance of the slider increased. The user continued to push and pull the slider which result in the breakage of the operation pipe. The instruction manual of the device has already warned as follows; do not use the device when there is irregularity during the procedure.

Event description:
During an unspecified procedure, the subject device was used. The operation wire broke and the loop could not be released. The user cut the loop with a loop cutter and completed the procedure. No patient injury was reported. This is the report regarding the failure of releasing the loop.